Event description:
It was reported that the pump was operating for approx. 5 hours at approx. 50 ml/hr however no solution infused. It was discovered that a roller clamp below the pump had been in the closed position. With benchtop testing immediately afterwards the downstream occlusion sensor worked appropriately. No medical or surgical intervention was required.